Event description:
The user facility reports: during a surgery on (B)(6) 2013, a small battery drive will not oscillate. Reportedly there were no delays in surgery; a spare small battery drive was available for use. There were no injuries or medical interventions reported. The reporter was unable to provide a patient identifier or patient information. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 2520274-2013-03265.

Manufacturer narrative:
This device used for treatment and not diagnosis.the manufacturing documents were reviewed and no complaint related issues were found.